Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure ((B)(6) 2018), one medtronic standard pta device was used to treat a lesion located in the venous outflow of the left arm. Approximately 2 months ((B)(6) 2018) post index procedure, patient suffered an aneurysm in the area of the fistula. Event was treated with a surgical intervention of the venous outflow. Investigator assessed that the event is not related to index device, procedure or antiplatelets medication. Outcome of the event is unknown. Non medtronic device was used for predilation and a medtronic fortrex balloon was used as the treatment device during the index procedure [pvev notified of fortrex device].